Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-05-28 (B)(4): medtronic received a report that the pipeline size was changed due to tip deployment failure. It was reported improper deployment position occurred. There was not more than one pipeline used when the migration occurred. There was no resistance during delivery or stent placement. The stent was ultimately placed at the target site. The stent was able to be placed in the landing zone. The device did not jump during delivery. The stent did not cover the side branches. It was clarified that the problem was the pipeline edge did not open. The pipeline was not used for an indication that is off-label.

Event description:
Additional information received reported that the device was prepared per the instructions for use (IFU). It was clarified that there was not migration of the pipeline; the issue was the pipeline tip failed to open. The procedure was completed successfully using a pipeline of a different size. The implanted pipeline covered past the aneurysm neck at least 3mm on each side.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pipeline was placed in a vessel bend when it failed to open. Only resheathing was attempted to open the pipeline. The patient did not experience any adverse event or injury in association with the event. The lesion was located in the side internal carotid artery c2 and was 6mm. Vessel tortuosity was moderate.